Event description:
Customer reported that she received an alarm on the insulin pump during prime. Customer stated was unable to check the alarm history as the insulin pump is stuck in prime sequence. Blood glucose is 182 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.